Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, three different guidewires were used, but the wire would get to the tip of the lead and there was a lot of friction and they would not go any further. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end of the lead were extrinsically damaged. /the tip seal on the distal electrode of the lead was dislocated. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.